Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 21086018, model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was having migration on both leads. No device malfunction was suspected. The patient underwent a replacement procedure.